Manufacturer narrative:
The device as received for evaluation. Visual inspection revealed a leak in the port tube seal and overpouch was missing. Underwater pressure testing was performed and a leak in the internal bag in the port tube seal was observed. The reported condition was verified. The cause of the condition was determined to be a machine failure during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked in one of the ports. The event occurred during use. There was no patient involvement. No additional information is available.